Event description:
Pacemaker was implanted in 5/93. It was checked several times after the implantation, in 11/94, prior to pt's cardiac bypass surgery. The cardiologist informed rptr that this pacemaker is defective.